Event description:
Pump was programmed to deliver at rate of 0.5 ml/hr. Entire syringe volume 50ml was delivered over a nine hour time frame. Nurse did verify that pump was programmed correctly. Patient required lasix and a decrease in the baseline fluid rate over the next several hours. Evaluation of pump: tested satisfactorily. This was a rental from mediq prn life supportdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: telemetry failure. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.